Event description:
It was reported that the upstream occlusion (uso) test failed three times. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the customer reported issue. However, functional testing was unable to replicate the failure. Upon further investigation, it was found that the expulsor valves were sticking during motor test/remote dose test. The expulsor valves were cleaned and preventative maintenance was performed. The device then passed all testing.